Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. The device was inserted into the left atrium and aspirated properly. Then, the catheter was inserted into the sheath and when the physician aspirated, air kept coming inside of the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as analysis found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. Additionally, inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The "cause traced to transport/storage" conclusion code was selected for the secondary finding of the deformed valves, as inspection confirmed the valves to be deformed due to the prolonged insertion of the dilator.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. The device was inserted into the left atrium and aspirated properly. Then, the catheter was inserted into the sheath and when the physician aspirated, air kept coming inside of the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.